Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room the right atrial lead exhibited over sensing. The patient experienced asystole. The lead was capped and replaced (B)(6) 2016. The patient was resting comfortably post procedure.